Event description:
The recipient is reportedly experiencing loss of sound after a head trauma. External equipment was exchanged, however the issue did not resolve. The recipient is reportedly an inconsistent user. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection silicone damage was observed on the bottom cover of the device. This is believed to have occurred during revision surgery. In addition, this inspection revealed a dented bottom cover. The photographic imaging inspection revealed dislodged electrical components within the hybrid. System lock could not be obtained at any spacing. The no lock condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The reported complaint of loss of sound with the device was verified during this analysis. The device was received with dislodged electrical components, which is consistent with the trauma reported a corrective action was implemented. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.